Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultramini meter kit was missing the test strips, lancing device and lancets. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. On (B)(6) 2011, the smss mailed a letter requesting the patient contact medical surveillance. On (B)(6) 2011, the patient noted the reported meter kit was missing the lancing device, lancets and test strips. During this time period, the patient took her usual doses of oral diabetes medications. Two days afterwards, the patient experienced the symptom of dizziness and she went to the emergency room. The patient's blood glucose level was tested; specific result not provided. The patient was treated with insulin. It would have been helpful to determine if this was a new kit, if the patient had a backup meter/supplies, what actions the patient took prior to the onset of symptoms, her blood glucose level in the emergency room, the type and dose of insulin treatment and her expected readings. The meter and test strips were replaced. The patient allegedly received emergency medical attention and treatment after she was unable to test her blood glucose levels due to allegedly missing products. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k061118.